Event description:
During thoracotomy procedure, it was stated that the stapler was used about 4 times when it suddenly stopped working properly. It was stapling but not cutting tissue. No patient harm.